Event description:
A pt who previously had a filter placed at another institution was experiencing back pain. The x-ray revealed the filter had perforated the inferior vena cava with one leg outside the ivc posterior to the aorta. It was confirmed that no hematoma or aortic perforation occurred. Further follow up revealed that no invtervention has been planned to date. The pt's condition is stable and pt has been discharged and sent home. This device remains implanted and is not available for eval. No failure analysis will be available. Co's attempts to gain further information has been unsuccessful.